Event description:
It was reported that a polaris ultra ureteral stent was used in a ureteroscopy in the kidney. During the procedure, it was noticed that the stent was not feeding over the wire and was crimped at the ureteral opening. The procedure was completed with another stent and there were no patient complications reported.

Manufacturer narrative:
Device code a0406 captures the reportable event of stent kinked inside the patient.